Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an in initial left tka on (B)(6) 2016. The patient underwent a poly exchange on (B)(6) 2023 due to the recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 200-02-29 - three peg patella 29mm, (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, (B)(6), 02-010-01-0220 - logic femoral ps cem left sz 2, (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6), 204-70-00 - tibial stem ext. Screw. H7: z-0021-2022.